Event description:
The biomedical engineer (bme) reported that the bedside monitors (bsm) dropped off at the central nurse's station (cns). Each of these beds were filing both locally and remotely (at two different locations).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitors (bsm) dropped off at the central nurse's station (cns). Each of these beds were filing both locally and remotely (at two different locations). No patient harm was reported. Missing bedsides on 3/5/2024: vmc-cv221 model and serial number unknown, vmc-cv222 model and serial number unknown, vmc-cv223 model and serial number unknown. Missing bedsides on 3/6/2024: vmc-cv222 model and serial number unknown, vmc-cv224 model and serial number unknown. Investigation summary: based on similar events from this facility near the time of this event, the cause of the issue was most likely software deficiency for the cns to retain data in cases of an unstable bsm network connection during the wlan transport process. Under irc-407 (initiated under notification 300363718), the logs from cns-6801a serial# (B)(6) were reviewed for another set of beds disappearing from the cns. Review of the logs confirmed a failed wlan transport, which was presumed to be due to an unstable network environment. The nk service team and nk cits are working with the customer to assess their local network environment. Cns software version 02-24, which is estimated for release june 2024, includes improvements for the cns to retain the bsm information in case network connection is lost during wlan transport. Nk plans to address this issue through software improvements. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns but no model or sns could be obtained: bedside monitors (bsm): model #: ni, serial #: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that the beds dropped off the central nurse's station (cns). They do not know if the beds were in use or not. They do not know if patients were being monitored in these beds at the time. However, each of these beds were filing both locally and remotely (at two different locations), meaning the patient (if applicable) was still being monitored in one place or the other. Patient use is unknown. (B)(6) 2024 - missing beds vmc-cv221 device model and serial number unknown vmc-cv222 device model and serial number unknown vmc-cv223 device model and serial number unknown. (B)(6) 2024 - missing beds vmc-cv222 device model and serial number unknown vmc-cv224 device model and serial number unknown. Additional device information: d10: concomitant medical device: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided.

Event description:
The biomedical engineer (bme) reported that the beds dropped off the central nurse's station (cns). They do not know if the beds were in use or not. They do not know if patients were being monitored in these beds at the time. However, each of these beds were filing both locally and remotely (at two different locations), meaning the patient (if applicable) was still being monitored in one place or the other. Patient use is unknown. (B)(6) 2024 - missing beds vmc-cv221 device model and serial number unknown vmc-cv222 device model and serial number unknown vmc-cv223 device model and serial number unknown. (B)(6) 2024 - missing beds vmc-cv222 device model and serial number unknown vmc-cv224 device model and serial number unknown.